Event description:
The customer reported that a high ma error code displayed on the system. The system would not fluoro. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep troubleshot the system then checked, cleaned, and regreased the high voltage candlesticks. He replaced the gib board and performed a filament calibration. The system functions normally.